Event description:
A pt being scanned on ge signa MRI with a leksell stereotactic system frame reportedly received a 2,5 cm burn on their head while being scanned. The pt did receive medical treatment from the hospital; however, the type of medical treatment received is unknown.

Manufacturer narrative:
Investigation is ongoing. Remedial intervention and pt condition cannot be determined with the information provided by the user facility. More info will be provided upon conclusion of the investigation. Ge medical systems reported this event as MDR 2183553-2009-00016.